Manufacturer narrative:
On 15 march 2016 the initial reporter confirmed that patient details, explants and x-rays were not available. On 15 march 2016 it was prepared a final report with the information already submitted in the initial report. On 18 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 january 2016: (B)(4). On (B)(6) 2016 it was confirmed that stem and associated head were removed, while the acetabular cup remained in place. No information up to now about the availability of the explants and x-ray.

Event description:
On friday (B)(6) 2015 a revision was performed on a amis stem. Patient had proximal loosening around the stem and distal cortical thickening. The patient was revised with a different stem and a ceramic revision head.